Event description:
It was reported there was no screw in the top of the battery and this could not be seen. It was stated the doctor went to screw the battery to the lead and ended up damaging the lead. It was noted the implantable neurostimulator (ins) was not implanted and the lead was explanted. It was stated the lead was replaced because it was damaged when the doctor tried to screw in the battery with no screw. Reportedly, there were no patient symptoms associated with the event and the patient¿s status was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0bm8j, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: the retaining washer for the grommet was torn off and the washer and grommet were not returned. The setscrew had silicone rubber likely from the grommet in it. The set screw was still tight to the #0 connector of the lead and did not crush it. The proximal end of the lead broke off due to overstress damage in the connector port. The edge of the setscrew was worn out. After removal of the lead piece from the connector port, a known good lead could be inserted and withdrawn and the ins is electrically ok. Final device analysis of the lead revealed the following: all conductors were broken due to overstress damage at the connector weld sites.

Manufacturer narrative:
Additional analysis details of the neurostimulator stated that there was adhesive filled in the cavity on top of the #0 and #1 connector blocks and the setscrew had adhesive in it. This would cause the difficulty encountered with the setscrew. The analysis previously reported was secondary to the adhesive anomaly.

Manufacturer narrative:
(B)(4).